Event description:
A report was received that the patient pulled her trial leads. The physician confirmed that the left lead was completely removed from the patient. The right lead, on the other hand, was broken into two separate pieces. The physician removed the broken lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial/lot #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient pulled her trial leads while using the bathroom. The physician confirmed that the left lead was completely removed from the patient. The right lead, on the other hand, was broken into two separate pieces. The physician removed the broken lead.

Manufacturer narrative:
Product problem should not have been checked. Device evaluation indicated that the complaint the lead was fractured into two pieces during a patient mishap was confirmed. The lead could only withstand a certain range of tensile force exerted on it without fracturing. The device history review for the lead was reviewed and revealed no anomalies.